Event description:
A 44m w/brain aneurysm with coiling, dvt and pe s/p ivc filter, mi (B)(6) 2016 and cardiogenic shock requiring (ECMO) s/p hw lvad hw (B)(6) 2016 as btd and ICD, hemorrhagic cva, gi bleeds, chronic suppression for lvad infection admitted with high power alarms and hemolysis, s/p operating room for pump exchange for pump thrombosis. A 44m hx of brain aneurysm s/p coiling who had a dvt/pe complicated by shock requiring ECMO and eventually hw lvad in 2016 as btd. Post-vad course was complicated by hemorrhagic cva, gib, multiple infections on chronic suppression with antibiotics who presents as a transfer from an outside hosp with high watt alarms on lvad and hemolysis and went to operating room on (B)(6) 2019 for lvad exchange for pump thrombosis.